Manufacturer narrative:
Concomitant products: product ID 37746, serial# unknown, product type programmer, patient; product ID neu _unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was not able to be able to adjust stimulation. It was noted that the display showed a power-on-reset (por) with a call your doctor icon. It was noted that the patient saw the message three days ago. It was noted that the patient was able to clear the por and was using stimulation again. It was noted that this action resolved the reported issue.